Event description:
The clinician reports the implant was inserted 2018-05-10 in fdi 24 of the patient's mouth. On 2019-07-04, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.